Event description:
Once device reported as having a false negative result. The complainant performed two lucira tests, one with a positive result and one with a negative result. The complainant followed-up with taking a lab pcr test with a positive result for confirmation.

Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot# k07a110601224m1 were completed with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false negative" failure mode for this lot. There are 0 additional complaints from this customer associated with a "false negative" failure mode. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. The complaint rate for false negatives is under the expected threshold of (B)(4) (label claim)/ (B)(4) (internal warning limit). Lucira health will continue to monitor trends related to "false negative" results in accordance with post-market surveillance process. Kit lot# k07a110601224m1 DHR review reference: sample vial lot DHR review: 2112059, 2112150, 2112166, 2112167, 2112189, 2112199, 2112229, 2112293, 2112259, 2112294, 2112260, 2112261, 2112317, 2112318, 2112058 (associated internal lot # 211087-3h, 211087-3n, 211087-3p, 211087-3q, 211087-3t, 211087-2w, 211087-2y, 211087-4o, 211087-4b, 211087-4c, 211087-4g, 211087-4h, 211087-4m, 211087-4n, 211087-3g). Test lot dhrs review: 2112128, 2112128, 2112158, 2112174, 2112174, 2112174, 2112192, 2112192, 2112210, 2112212, 2112248, 2112302, 2112327, 2112356, 2112405, 2112047, 2112047, 2112107, 2112107 (associated internal lot 211275-2c, 211275-2d, 211275-2e, 211275-2f, 211275-2h, 211275-2j, 211275-2l, 211275-2n, 211275-2o, 211275-2q, 211275-2s, 211275-2x, 2114921-1a, 2114921-1i, 2114921-1n, 211275-1w, 211275-1x, 211275-2a, 211275-2b). Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. Based on the complaint review, no harm was reported within the complaint. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4) check-it.